Event description:
It was reported that the port was placed in 2001 for "cytotoxic drug administration". Later a leak was noticed in the posterior level of the port. The port was explanted due to the leakage. There were no reported complications.